Manufacturer narrative:
The device has not been returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that approximately four years post-implant, this surgical bioprosthetic valve migrated from the annul us resulting in dehiscence and paravalvular aortic insufficiency. There was no evidence of infection. The valve was explanted and successfully replaced by a new valve with no resulting adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.